Event description:
It was reported that balloon rupture occurred. A 1.50mm x 8mm emerge balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6).